Manufacturer narrative:
(B)(4). Associated tube lot number is e4cpt030. Method: no ncmrs were identified for the instrument. No related complaint trends identified. Conclusion: the most likely cause of the reported differences in pt/inr values were as a result of using a test system in an off-label application.

Event description:
Healthcare professional reported a higher than expected pt/inr result using a hemochron signature elite and j201c system. The patient was being screened preoperatively with a pt/inr test for an unspecified reason. The elite and j201c system reported an elevated inr result and surgery was canceled. The patient was instructed to temporarily discontinue taking rivaroxaban and have pt/inr test repeated in a reference lab the following day. The reference laboratory result reported a normal pt/inr result. The rivaroxaban package insert and other publications do not recommend pt/inr be monitored when using rivaroxaban alone. No adverse event(s) were reported.